Manufacturer narrative:
There were no alleged complaints against the device prior to the explant procedure. Analysis of the returned ipg found it was returned in surgery mode, had no physical anomalies, communicated with all lab utilities and passed all tests on the ate (automated test equipment). Ate testing was performed for battery warranty purpose. The returned ipg exhibited normal device characteristics during analysis.

Event description:
It was reported that the patient had their system explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.